Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the grip hub. The internal conductor wires were exposed. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding no energy activation was confirmed by failure analysis. Additionally, a review of the provided image is consistent with the reported complaint of conductor wire damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted pulmonary wedge resection surgical procedure, the fenestrated bipolar forceps was found to have damage to conductor wire insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse did a routine check on the instrument before the procedure, but nothing unusual was found. No arcing was observed. At the beginning of the operation, as soon as this instrument was installed, the surgeon found that the energy was not activated, then they replaced a new bipolar energy cord, but the energy still don`t activate, so they removed this instrument and contacted csr. Initially, csr didn't see anything wrong with the instrument until he twisted the joint at a certain angle and found a damage to the black wire.